Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that insulin pump had motor error alarm and insulin squirt out during manual prime. The customer¿s blood glucose level was unknown. The customer was assisted with troubleshooting. Customer reported that insulin pump received random no delivery alarms and motor was slower. Customer stated that insulin pump received bad battery alert. The insulin pump will not be returned for analysis.